Manufacturer narrative:
Initial assessment of the information provided indicates that the low flow noted was the result of the false liver on board mode. Following troubleshooting, normal device function was restored and the device successfully entered preparation mode. The disposable set was discarded by the customer site and was not made available for return. DHR review was performed which found no anomalies.

Event description:
It was reported that the device's graphical user interface crashed during case set-up prior to liver on board. In addition, the graphical user interface demonstrated an error and the measurements did not appear to be correct. Following recovery, the device entered false liver on board mode. Message code 370 (low portal flows) was delivered to the customer. Troubleshooting, including re-wetting the sensor was unsuccessful in resolving the message code. Perfusion stop/start and remove cartridge was performed which successfully resolved all issues and the device entered preparation mode successfully.